Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was received with scratched case, scratched reservoir tube window and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to pump received without battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer committed suicide at a grand junction at a friend's house. The caller stated that the customer struggled with diabetes, would have to go to the hospital every now and then because of dropping or skipping blood glucose. The customer had seizures from time to time; could not get his blood glucose under control. The caller did not know the customer's blood glucose at the time of death and did not know whether the customer was wearing the insulin pump at the time of death or not. The caller stated that they think the customer was not using sensors. The caller agreed to return the insulin pump for analysis and asked not to be contacted again.